Manufacturer narrative:
Initial reporter address: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. The leak was discovered during infusion of peritoneal dialysis therapy. The nurse stated that the inside of the cassette may have gotten wet and not sure if the device broke the cassette or if the cassette simply leaked but the solution seeped into the device behind the door. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.